Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a history settings issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the device caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 09/08/2016. Device evaluation: the device has been returned and evaluated by product analysis on 08/15/2016 with the following findings: a review of the pump¿s black box revealed that the reported data from the date of the complaint had been overwritten and there was no evidence of a time/date reset observed. The total daily dose added up and reflected the programmed basal rate target. The pump alarmed with a cs 006 alarm during the rewind step. The original complaint was unable to be adequately investigated due to the cs 006 failure. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.